Manufacturer narrative:
Citation: abdelghani m et al. Infective endocarditis after melody valve implantation in the pulmonary position: a systematic review. J am heart assoc. 2018 jun 22;7(13). Pii: e008163. Doi: 10.1161/jaha.117.008163. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence and the natural history of infective endocarditis following transcatheter pulmonary valve implantation with the melody valve. All data were collected from a meta-analysis systematic review of articles published between 2008 and 2017 using the pubmed, embase, and web of science databases. The study population included 851 patients (predominantly male; mean age 20 years), all were implanted with medtronic melody transcatheter valves in the pulmonary/right ventricular outflow tract position. The systematic review also mentioned an unknown number of patients implanted medtronic contegra valved conduits (demographics not provided for this subset). No serial numbers were provided. Among all melody patients, 6 deaths occurred in the course of infective endocarditis. The only other details provided was that in 1 of these patients ¿reintervention was followed by death.¿ it was also reported that the time interval between melody valve implant and the onset of endocarditis did occur within the first 1-month (30 days) in an unidentified number of cases. Based on the available information, medtronic product may have been associated with the deaths. Among all melody patients, adverse events included: 69 cases of infective endocarditis (time from melody valve implant to onset of endocarditis ranged from 1 ¿ 72 months). A non-valve related causation for endocarditis was noted in 25 of these cases (unprotected dental procedure/orthodontic/oral trauma, infected wound, cat scratches and bites/veterinary medical practice, paranasal sinusitis, cardiac catheterization, gastroenteritis, pneumonia, cystitis, dermatophytosis complex, nail biting and bad hygiene, hemodialysis, and tattooing). Most of the cases involved gram-positive cocci (42% staphylococci and 30% streptococci). Aspergillus fumigatus (fungus) was noted in 1.4% of cases. Other adverse events reported: intervention due to endocarditis (surgical valve explant/replacement, percutaneous stenting, balloon dilatation, and melody-in-melody implantation), right ventricular outflow tract obstruction, right ventricular failure, vegetations, significant pulmonary regurgitation, and increased pressure gradients. Based on the available information, medtronic product may have been associated with the adverse events. Among all contegra patients, adverse events included: infective endocarditis (time from contegra implant to onset of endocarditis is unknown). No other details were reported. Based on the available information, medtronic product may have been associated with the adverse event. No additional adverse patient effects or product performance issues were reported.